Event description:
It was reported that the user experienced prolonged hyperglycemia while using multiple 23-inch 6 mm infusion sets, with two cannulas observed bent and repeated meal announcements entered as ¿more than¿ in attempts to correct high glucose; replacements were arranged and a different infusion set type was selected based on body habitus considerations. Symptoms included sustained hyperglycemia, high ketones, and diabetic ketoacidosis. Outcomes included alerts for prolonged hyperglycemia, self-management per ketone action plan, and scheduling of endocrinology follow-up; blood glucose returned to range after changing supplies. Investigation included customer interviews, device-use data review, and shipment verification for replacement supplies. Investigation of this case revealed likely infusion site or cannula-related delivery issues consistent with bent cannulas and suboptimal infusion set selection, with no evidence of pump alarm or functional malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface and infusion set performance at the insertion site, with resolution after switching supplies.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.